Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box history was overwritten due to continued use of the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the clinical manager contacted animas alleging that the patient was "unable to fill the cartridge" and went to the hospital. A nurse from the patient's hcp's office emailed animas stating the same thing adding that the patient was admitted with ketoacidosis. On (B)(6) /2011, the clinical manager contacted animas again after speaking with the patient to provide additional information about the hospitalization. The patient started on the insulin pump on (B)(6) 2011. On (B)(6) 2011, the patient had the flu virus and was vomiting: the patient did not know what his blood glucose levels at the time but thinks they were ok. That evening, the patient took himself off the pump and put himself back on lantus and shots. The patient reportedly was due to change out the cartridge but claimed he was too sick to do so. The following day, the patient took himself to the hospital and was admitted for ketoacidosis. The patient was hospitalized from (B)(6)-(B)(6)2011. The patient does not believe this incident was related to pump therapy but rather to the flu. Although there was no indication that the pump malfunctioned and it was also noted that the patient was suffering from a flu at the time of the reported hyperglycemic event; this complaint is being reported because the patient suffered a serious injury after the patient was "unable to fill the cartridge" with insulin and ended up being hospitalized for ketoacidosis.